Event description:
The pt had chest wound drainage after her chest closure in 2004, some of which appeared purulent, and the decision was made to re-explore the wound on five days later. Frank pus was observed, and an irrigation system was put in place. Despite the irrigation and antibiotic regimen, her mediastinitis developed into sepsis on the following month, and she was put on extracorporeal membrane oxygenation (ECMO) on 10/19/04 and remained, so until support was withdrawn at the end of the same month, and she expired.